Event description:
Pt in CT with right internal jugular venous double lumen power line rated at 5ml per second. Line cleared for use and was flushed and good blood return. Upon injection of contrast at 4 ml/sec, graph showed rinse, plateau and then sudden drop in pressure. Line was found busted with blood flowing out. Line immediately clamped off.